Manufacturer narrative:
The failure investigation has been completed and the reported occlusion was verified. No failure was identified with the cartridge alarm 25. In addition, another device issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm and during normal delivery, a cartridge alarm 25 had occurred. The customer's blood glucose level was not impacted. After the occlusion alarm, the customer changed all of the pump supplies and after the cartridge alarm 25, the cartridge was changed. Insulin delivery was resumed.